Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor repeatedly failed to pair with the ilet despite entering the pairing code and attempting troubleshooting, including toggling between g6 and g7 and restarting sensor setup, with alert history showing pairing failures; the user was advised to replace the sensor and to contact dexcom for a replacement. Symptoms included no reported adverse symptoms and the user feeling okay. Outcomes included no alerts or alarms on the ilet and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and review of alert history. Investigation of this case revealed repeated sensor pairing failures consistent with a faulty cgm sensor connection to the ilet. It was concluded that the event was due to a sensor pairing failure, and the user was instructed to replace the sensor and reattempt connection.